Manufacturer narrative:
The initial report contained the codes for the analysis but the actual summery was not attached in error. One cadd solis vip pump was returned for analysis in good condition with no physical damage. During the inspection, the select key was found flat and did not have a distinctive tactile feel when it was pressed. The reported issue was verified and duplicated; however, the cause of the issue was unable to be determined. The issue was resolved by replacing the keypad.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a cassette alarm that it's not attached. There was no reported injury to the patient.